Event description:
During a lap anterior resection procedure, product alarmed error code 5 midway through the procedure; the recommended trouble shooting steps were followed without success. A new instrument was opened and the case completed uneventfully.